Manufacturer narrative:
This report is based on information provided by philips clinical application specialist and has been investigated by the philips complaint handling team. Philips received a complaint on the intellivue nmt module indicating that the measurement was unreliable, and the anesthesiologist administered medication to reverse paralytic agents. There was no actual harm reported but the customer noted the drug sugammedexin can affect birth control pills. The customer indicated in some cases too much medication was used and other cases involved waking patients up from surgery. It was also noted the customer believes the calibration procedure was too complicated and takes too long to perform. Measurements while waking up the patient display very high and then the user cannot determine whether values are high or low. The philips clinical application specialist has been onsite observing in the operating room to help troubleshoot. A clinical application specialist also observed users calibrating the nmt function. This revealed mixed results in that some calibrations did not work correctly, several were due to incorrect placement, light sedation, patient movement, etc. There was nothing conclusive as to the cause of the reported issue. Reversal of the paralytic agent due to an alleged malfunction will continue to be considered a harm. The complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported the measurement was unreliable and the anesthesiologist administered medication to reverse paralytic agents. No other clinical information or medical intervention was reported; therefore, good faith efforts are ongoing.

Manufacturer narrative:
Philips received a complaint on the intellivue nmt module indicating that the measurement was unreliable, and the anesthesiologist administered medication to reverse paralytic agents. There was no actual harm reported but the customer noted the drug sugammedexin can affect birth control pills. The customer indicated in some cases too much medication was used and other cases involved waking patients up from surgery. It was also noted the customer believes the calibration procedure was too complicated and takes too long to perform. Measurements while waking up the patient display very high and then the user cannot determine whether values are high or low. The philips clinical application specialist has been onsite observing in the operating room to help troubleshoot. A clinical application specialist also observed users calibrating the nmt function. This revealed mixed results in that some calibrations did not work correctly, several were due to incorrect placement, light sedation, patient movement, etc. There was nothing conclusive as to the cause of the reported issue. Calibration needs to be completed prior to the administration of neuromuscular blocking agents. It is not mandatory to complete the calibration procedure, but philips recommends calibration to determine and apply the individual supramaximal stimulation current for a patient. Calibration checks and ensures the proper working of the nmt measurement system. If there is no time for a calibration, the nmt, measurement can be used for qualitative assessment of muscle relaxation. Based on the information available, the reported problem is related to application and setup of the device. The reported problem was not confirmed. A clinical harm review was performed, and the event was reviewed by a clinical expert. This event is assessed as possibly related to a product problem; however, there was nothing conclusive found during an onsite visit as to the cause of the reported issue. Reversal of the paralytic agent due to an alleged malfunction will be considered a harm; however, it remains unknown whether this issue was the result of a malfunction, use error, or some other factor in use of the device. No further action is required. Results of the investigation were inconclusive, and it is unclear if the was related to an unidentified product malfunction, use error or another unidentified factor. In order to resolve the issue, multiple training sessions and a workshop for nurses and doctors were provided to in order to ensure correct setup.